Event description:
It was reported that the device was used during a breast biopsy. When the technician touched the top of the display of the control module, the screen blacked out, then came back on, but the screen was frozen.

Manufacturer narrative:
Evaluation summary: the analysis found that the control module version caused the control module to display vacuum exception errors and caused the lcd to freeze and go blank. Broken tabs on the display pivot bracket caused the lcd to not stay in the upright position. Testing did not reveal was serviced, then functionally tested, and was found to operate properly.